Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm and low battery alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that this was the second occurrence of replace battery alert, replace battery alarm, or off no power without a low battery warning. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
The pump passed the displacement test, self test, and active current test. The pump failed the sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No unexpected battery power loss, replace battery now, replace battery alert, and charge/battery lasts less than expected were noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts, alarms, or anomalies were noted in the pump history files or traces on event date of 15-jul-2022. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 the following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Unexpected battery power loss, replace battery now, replace battery alert, and charge/battery lasts less than expected and high sleep current were confirmed due to moisture damage on pcba 1 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.